Manufacturer narrative:
The alarm trace showed multiple abnormal probe sucking errors; which are an indicator of a pre-analytical issue. The results from a precision check were also higher than expected. Additional information was requested for investigation, but it was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable gluc3 glucose hk gen.3 result for 1 patient tested on a cobas 6000 c (501) module. The initial glucose result was 9 mg/dl with a repeat result of 90 mg/dl. The initial glucose result was not reported outside of the laboratory. The glucose reagent lot information was requested but was not provided.